Manufacturer narrative:
The end user retired the unit. There was no repair. No patient information provided to date after calls to customer 03/13/2023 and 03/15/2023. Legal manufacturer: (B)(4).

Event description:
The hospital reported the caster detached from the unit during a case. The unit was replaced and case resumed. The unit did not tip or fall, no patient injury.